Event description:
It was reported that that the patient presented for follow-up with recorded episodes of non-sustained right ventricular oversensing (nsrvo). In-clinic testing found that the right ventricular (rv) lead failed to capture at maximum output. No interventions were made. There was no patient symptoms reported.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was stable.